Event description:
The customer contact reported, prior to pt use, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The customer contact will not be returning the device for testing and investigation. The device was removed from clinical service. Hospira no longer services or supports the acclaim encore pump. This report represents all the info known by the reporter upon query by hospira personnel.